Event description:
A report was received that the patient was experiencing pain at the lead site. The physician suspected that a lead comes out from the incision site. The patient underwent a lead revision in which two fixate anchors were used to anchored the leads deeper. The patient was doing well after the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.